Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The operator attempted to power the device on but device would alarm and not fully power up. The issue was determined to have been caused by a problem with the main printed circuit board. The cause of the issue was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had "no screen/ alarming" during testing. There was no patient involvement.